Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to lcd physical damaged. The pump had minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer fell and broke their pump. The mother states the customer had a low of 41mg/dl. The customer treated with food and soda. The customer's levels rose to 98mg/dl. The mother states the pump was cracked at the screen and had blue ink. The mother was advised the pump would be replaced and returned for analysis.